Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 51 to 57 mg/dl at the time of the incident. The customer was given glucose to treat. The customer experienced symptoms such as a headache. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had not eaten for four and a half hours while getting a magnetic resonance imaging scan. The insulin pump will not be returned for analysis.